Manufacturer narrative:
(B)(4). The reported condition of a poor seal was not confirmed. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during law anterior resection / end to end anastomosis procedure, tissue was sealed poorly and thermal spread did not seem enough. New device was used to continue. There was no unanticipated bleeding and no patient harm.